Manufacturer narrative:
The device history record (DHR) was reviewed and it was determined that the device met all release criteria. There are no related non-conformances.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but a section of the display did not illuminate. The led board was replaced and the unit functioned as designed. A service history record review revealed that this unit was in the field for one year with no previous reported issues prior to this reported event.

Event description:
It was reported that the device has a numerical display failure caused by a "dead led segment". It is unk if an alarm notified the user of a malfunction. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.